Event description:
It was reported that the customer's insulin pump alarmed an error during the manual prime process. Advised the caller that the device will be replaced and the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm as a result of a loose drive support disk.